Event description:
It was reported during a routine check , the cardiosave intra-aortic balloon pump (iabp) displayed low vacuum alarm. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1(event site postal code - (B)(6)), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions) h10. Additional contact information: (B)(6). A getinge field service engineer evaluated the unit and pneumatic module is replaced, tests and functional tests are carried out. Equipment suitable for clinical use.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a